Event description:
Customer reported a past low blood glucose event with a lowest level recorded at 34 mg/dl. Low bg cause was not known. Customer took corrective action by drinking a coke and was advised by technical support to consult with a healthcare provider to discuss factors affecting blood glucose levels.